Event description:
It was reported that the customer went to the ER due to having a high level of ketones present in her blood. No further details regarding the incident or treatment were provided.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot qualification records were reviewed, as the product lot number was not provided.